Manufacturer narrative:
(B)(4). The sample was returned for evaluation. In addition to the actual sample, the customer returned 45 unopened representative samples. A visual exam was performed on the actual sample and it was observed that the tubing was tangled and kinked. All returned samples were functionally tested and no issues were encountered. Air was flowing without any obstruction issues. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the actual sample or the 45 representative samples that were returned.

Event description:
Customer complaint alleges "the nasal tube is blocked-oxygen cannot pass through." Usage of the device when the alleged defect was detected, is unknown. There is no report of patient involvement. It is not clear if it was in the clinical setting.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved on this complaint. If the device sample becomes available at a later date, this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the nasal tube is blocked-oxygen cannot pass through." Usage of the device when the alleged defect was detected, is unknown. There is no report of patient involvement. It is not clear if it was in the clinical setting.